Event description:
Customer reported that a weak (B)(4) was not detected during the antibody screen in manual gel. An immediate spin crossmatch was performed and one unit of packed red cells was transfused to the patient. The patient suffered a transfusion reaction, with fever and chills. The transfusion was stopped and a work-up initiated. Customer was able to identify (B)(4) using (B)(4). Customer indicated that the unit of packed cells transfused to patient was c +. Ocd's medical director has classified this event as a serious injury.

Manufacturer narrative:
Ortho-clinical diagnostics performed retained testing and a batch record review. Satisfactory results were observed.(B)(4).